Event description:
It was reported that the patient had pain at the pump site of a mild severity. The patient¿s medications were adjusted and the patient was given lidoderm 5% patch to use over the pump daily on (B)(6) 2013. The etiology was noted to be the pump pocket and related to the device or therapy. The pump system was being used to deliver baclofen, clonidine, and bupivacaine. About seven weeks later, it was reported that the pump contained compounded baclofen. On the following day, it was reported that the device was surgically repositioned from the left to the right lower quadrant on (B)(6) 2014. It was indicated that the outcome of the event was ongoing.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the outcome was resolved without sequelae on 2014-(B)(6).

Manufacturer narrative:
(B)(4)